Event description:
In 2009, the patient reported experiencing elevated blood glucose of 25 mmol/l (450 mg/dl). She was advised by a company representative to change her infusion set. She did not report receiving any error messages or alarms on the infusion device. She did not forget to bolus and her basal rates were programmed correctly. She stated that she injected 3 units of insulin via syringe to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were replaced and requested to be returned for evaluation.